Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The log file analysis showed a high load at the central processing unit (cpu) which disturbs the robot communication. As a result, the robot performs a safety stop in which the motor is switched off and the brakes are applied. During the delay between switching off the motors and activating the brakes, the robot may drop a maximum of 5 cm due to gravitational force. This is normal system behavior which always occurs when the robot goes to safety stop, e.g. When a proximity switch is activated. This braking reaction in the designated movement path results in the shaking of the c-arm with deflection of a few mm and may have given the impression of a drop to the user. After the restart of the system the movability was restored. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During a patient examination, the user reported that the system dropped a few centimeters. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation.